Event description:
The customer reported obtaining erroneously elevated accutni (troponin I) results above the acute myocardial infarction (ami) cut-off for 2 patients involving the access 2 portion of the unicel dxc 600i synchron access clinical system. The customer indicated that lower accutni results within the risk stratification range were obtained upon repeat testing. Additionally, the customer noted one other patient with imprecise creatinine kinase (ck-mb) results above the normal reference range of the assay involving the same access 2 portion of the unicel dxc 600i synchron access clinical system. Higher ck-mb result outside of the precision claims in the assay's instruction for use was obtained upon repeat testing. The accutni and ck-mb results were not released outside of the laboratory and there was no change or affect to patient treatment in connection with this event. The samples were collected using lithium heparin plasma separator tubes and centrifuged at 3500 rpm for 5 minutes. The customer indicated that no sample integrity issues were noted. All levels of quality control (qc) were within the laboratory's established ranges on the date of the event. Routine system checks performed on (B)(6) 2013 passed all specifications. Beckman coulter field service engineer (fse) was dispatched and noted bubbles in the dispense probe lines. The fse also observed that a "chip" had broken off the stator and was lodged between the stator and rotor which was allowing air to be introduced into the wash pump and dispense lines. The fse rebuilt the precision and wash valves with new rotors, stators and seal. Repair was verified per established procedures and results met published specifications.